Event description:
It was reported that the patients spinal cord stimulation (scs) paddle lead had high impedance and was pulled out of the epidural space which was confirmed through imaging. The physician believed that high impedance was due to a non-device related fall. The patient underwent a lead replacement procedure. During the procedure, it was found out that the distal end of the paddle was fractured. Using the new paddle lead inserted to the old implantable pulse generator (ipg), high impedances were noted. As patient needed MRI, the physician opted to replace the ipg and showed no high impedances. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years from the date manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulation (scs) paddle lead had high impedance and was pulled out of the epidural space which was confirmed through imaging. The physician believed that high impedance was due to a non-device related fall. The patient underwent a lead replacement procedure. During the procedure, it was found out that the distal end of the paddle was fractured. Using the new paddle lead inserted to the old implantable pulse generator (ipg), high impedances were noted. As patient needed MRI, the physician opted to replace the ipg and showed no high impedances. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 542431.